Event description:
Sales rep reported on behalf of the customer that a lag screw adapter assembly broke inside a pt. He explained that the thread broke off in the lag screw after being implanted and was not hit. The thread could not be removed from within the pt. He also added that there was no significant delay. No adverse consequences reported.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.